Event description:
It was reported that during testing conducted at the manufacturer facility, the trigger of the device disassembled and the device was running faster than the expected speed. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during testing conducted at the manufacturer facility the trigger of the device disassembled and the device was running faster than the expected speed. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during testing conducted at the manufacturer facility the trigger of the device disassembled. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported disassembly of the trigger was confirmed by a manufacturer repair technician through visual inspection. Upon disassembly, it was found that the trigger housing was cracked at the screw boss, which can lead to the reported event and can be caused by a material fatigue issue or impact. The reported running faster than intended was confirmed by a manufacturer repair technician through visual inspection. Signs of third party work on the e-box of the device were noted during failure analysis. Unauthorized modification of this component is a probable cause of unintended acceleration. The device instructions for use states that no service should be attempted on the device system components and that all concerns should be directed to stryker service. Stryker recommends that all failures and maintenance associated with its devices should be directed to trained stryker service professionals.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.